Manufacturer narrative:
B5: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that inaccuracies were not reported by the site. Pathology findings came back as normal brain. It was confirmed that the mr used was a scan that was about a week old. The patient was given steroids for treatment while waiting for surgery and the is a possibility that the tumor shrank during the week waiting period prior to the surgery. The suspicion is the trajectory planes on the old scan put the surgeon in a location where tumor was previously but no longer was there during surgery.

Manufacturer narrative:
Concomitant medical products. Other relevant device(s) are: product ID: 9735737, software version: 1.3.2. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, there was an alleged inaccuracy. It was reported that when the biopsy needle was introduced, it tracked normal but the pathology sample was negative. The tumor was superficial, so the surgeon decided to use tumor forceps to get a sample. The surgeon used the passive planar probe to get the trajectory, then used the forceps. The procedure was completed using navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was later found out that the pathology sample was negative. The tumor was approximately 2.5-3 centimeters. No bone flap was made, only a fourteen millimeters perforator hole, so it was unlikely brain shift contributed to this inaccuracy. Accuracy was checked after undraping the patient and it appeared accurate superficially. It was unknown how old the magnetic resonance imaging (MRI) was that they used in the case.